Event description:
It was reported to the clinical support specialist (css) that the pt received an intra-aortic balloon (iab) via the femoral artery. The pump (serial number unk) alarmed helium loss and the md suspected that the iab had ruptured. There was no blood in the gas tubing, but the sleeve between the hub of the sheath and end of the catheter was pulsating with the pump. As a result, they replaced this iab with another 40cc iab. Reference MDR #1219856-2012-00117 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.